Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulties charging the ipg, as the charger and ipg did not maintain communication while charging. As a result, the physician explanted and replaced the ipg. Postoperatively, effective therapy was reported.